Event description:
The account alleged that the brakes were jammed, would not unlock. No pt impact.

Manufacturer narrative:
The account adjusted the brake casters and brake pads to resolve the issue.